Event description:
Additional follow-up reported that the cause of the csf leak had not been determined. They suspected it may have had something to do with the radiation treatment the patient was getting because the patient had cancer. Per reporter there was no catheter issue. The csf was leaking from the patient's back, not from the catheter. Drug delivered via the device was morphine 2 mg/ml at 1 mg/day.

Event description:
It was reported that the healthcare provider (hcp) suspected that patient had a csf (cerebrospinal fluid) leak. Patient reportedly had experienced drainage/incisional wound opening and headache. Location of the issue was indicated to be at the catheter tract, back incision. Per reporter hcp went back in and redid the purse string. Patient status at the time was stated as alive with no injury. It was later reported that the patient continued to have a csf leak, so they did a dura closure.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).